Manufacturer narrative:
The insulin pump had numbers counting up on the display, and then full segments display, then a blank display, due to a cold solder joint on the mother board. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump display counted up to 7 after inserting a new battery, then went black, then completely blank. The customer tried 3 different batteries and it did not resolve the issue. The customer did not recall the blood glucose reading. The insulin pump showed no signs of physical damage and had not been dropped, bumped, or exposed to moisture. The customer reported that the contacts on the battery cap were not damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and reported that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.